Manufacturer narrative:
Block b3: date approximate.

Event description:
It was reported that the patient experienced a mishap in which a trailer fell onto his back at the implantable pulse generator (ipg) site. Subsequently the patient could no longer charge the ipg. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively. The explanted ipg will not be returned as it was contaminated.